Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was jammed. A field service engineer (fse) found that the door was closed but the system detected it as open, attempted to recover the door in the user application, but the drawer failed. The fse checked the inseparable magnet (insep) and found that the magnet was not present. The insep was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where auxiliary drawer 5 jammed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and caused a delay in patient care. There were no adverse events or injuries reported based on this event.